Manufacturer narrative:
The reported complaint issue was not confirmed. The autopulse platform (sn (B)(4)) was evaluated and lcd display turns on and blank screen was not observed. However, during power on, the ap platform displayed (user advisory) ua 27 (encoder fault). During visual inspection, cut head restrain wires, cracked front/bottom enclosure, broken battery compartment, and bent battery clip were observed, and also worn out shaft lock pin and sticky drive shaft clutch plate were also found. All damaged parts identified were replaced and the sticky clutch plate was deburred. All discrepancies identified were unrelated to the reported complaint. The autopulse platform is a reusable device and was manufactured in 15 aug 2011. The device has been operating for nearly 7 years and has exceeded its expected serviceable life of 5 years. Unable to perform initial functional testing due to ap platform displayed fault code ua 27. The power distribution board (pdb) was replaced and to remedy the error code ua 27 but unrelated to the reported complaint issue. The ap platform passed all functional tests and ready for clinical use. Historical records were reviewed for service information related to the reported complaint and there was no similar complaints reported for autopulse with serial number (B)(4).

Event description:
As reported, during shift check, the autopulse platform (sn (B)(4)) displayed blank screen when the power button was pressed. Same result with a different fully charged autopulse li-ion battery was inserted into the platform. No patient involved.